Manufacturer narrative:
H6: investigation summary bd had not received samples, but five (5) photos and one (1) video were provided for investigation. The photos and video were reviewed and the indicated failure mode for stopper creepout was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through corrective and preventive actions. CAPA #3741863 has been initiated for further investigation of serum stopper creep out. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stoppers popping out of the tubes. This event occurred 10,335 times. The following information was provided by the initial reporter. The customer stated: medical technologists and phlebotomists has been observing consistent tube cap loosening and coming off in around 60% to 70% of their collected samples. Phlebotomists uses needle and syringe method in collection and direct puncture through the tube cap for sample transferring, and have been seeing these incidents of cap raising especially on fully drawn tubes. There has been some users exposed to the patient's blood already due to the tube cap coming off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stoppers popping out of the tubes. This event occurred 10,335 times. The following information was provided by the initial reporter. The customer stated: medical technologists and phlebotomists has been observing consistent tube cap loosening and coming off in around 60% to 70% of their collected samples. Phlebotomists uses needle and syringe method in collection and direct puncture through the tube cap for sample transferring, and have been seeing these incidents of cap raising especially on fully drawn tubes. There has been some users exposed to the patient's blood already due to the tube cap coming off.